Manufacturer narrative:
(B) (4).

Event description:
The pt experienced intermittent stimulation in her leg and not as much therapeutic benefit as she thought she would get. She would feel the stimulation while standing or sitting, and in public and in her home. It was noted that her physician had ordered x-rays to check lead placement. Further info was requested from the healthcare professional.